Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized with a blood glucose (bg) level that was displayed as "high"; although a specific value was not provided. Cause was unknown. Customer attempted to resolve their bg by bolusing via the pump, and additionally was treated with intravenous fluids of saline and insulin, successfully resolving the issue. There was no report of injury or permanent damage, and customer was released from the hospital on 3/12/25. System check with tandem technical support confirmed the pump was functioning as intended.